Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was able to confirm the customer comment of "faulty" electrocardiogram connector, it was loose and it was therefore replaced. Analysis further noted that both keyboard hinges as well as the power bay assembly were broken, the paper tray was damaged and a keyboard connector error was detected during the final functional test. All found defective parts were replaced, the cooling fan was replaced as a preventive measure, software was installed and hardware updates were made. The device passed its final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer had a faulty electrocardiogram socket. The programmer was returned for service. No patient complications have been reported as a result of this event.